Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) emitted tones; there was an alert for out-of-range r-wave amplitude. Review of the device data indicated that the shock impedance was high, between 109 ohms and 120 ohms; however, it had gone as high as 139 ohms. Technical services recommended further evaluation of the ICD system. It was noted that the situation had been ongoing for several years and that physical maneuvers were performed at every follow-up to evaluate the system integrity. The ICD and right ventricular lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) emitted tones; there was an alert for out-of-range r-wave amplitude. Review of the device data indicated that the shock impedance was high, between 109 ohms and 120 ohms; however, it had gone as high as 139 ohms. Technical services recommended further evaluation of the ICD system. It was noted that the situation had been ongoing for several years and that physical maneuvers were performed at every follow-up to evaluate the system integrity. The ICD and right ventricular lead remain in service and no adverse patient effects were reported.